Event description:
I was implanted on (B)(6) 2011. Since implanted with this essure device, my periods have become increasing in flow with large clots and severe pain, so bad that I am unable to work on most days of my period. I have spent the day in the emergency room getting IV fluids and tests done to help determine the cause of the excessive bleeding; none of the results have concluded to any causes. I see auras for 10 min to little over an hour. Following auras I do not always get headaches, most I do not. Just above every day I have at least one mild episode, but a couple days before and during my periods, they are very intense and often. The auras are so bad most of the time that I cannot see. Doctors are saying that these are migraines. I get the shakes after an aura episode, where my body shakes uncontrollably and I cannot stop it. These seems to go off of the intensity of the aura episode. If the aura was severe and lasts on the longer side, the shakes also last longer and are more noticeable by others. I get very nauseous during and after the aura episodes. At times I have vomited. I have days of dull, constant headaches. I have horrible cramping during my periods; cramping so bad that I cannot function. Every period I have such bad cramping, the cramping has increased with every period I have had since essure. Large blood clots during my periods, clots larger than half dollars and not just one or two large ones but 10 plus a day. Very heavy flow of blood for 2-3 days of my 4-5 day periods. Horrible sudden stabbing pain in lower abdomen, more on my right side than left, but present in both sides - during and not during my periods. Constant pelvic pain and pressure. Chronic lower back pain. Random rash that pops up on my back, shoulders and stomach. Lack of appetite for days due to nausea and fatigue.